Event description:
It was reported that the patient underwent a intraocular lens exchange of the left optic. The patient was found to have unexpected myopia in the left eye after phacoemulsification. In addition, the patient complained of blurry vision with occasional diplopia. Further examination of the operative note suggests viscoelastic was injected under the lip of the anterior capsule in order to reinflate the capsular bag.

Manufacturer narrative:
Device code: (B)(4) intraocular lens (iol). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for evaluation. The visual inspection of the lens showed a lens where the optic was received cut in half, which is a condition consistent with a lens that has been removed from the eye. No optical deviations on the optic parts were found. The model zmb00 lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The manufacturing record review indicated that the lens was manufactured within specifications. All pertinent information available to abbott medical optics has been submitted.